Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted.

Event description:
During a transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position, a 23 mm sapien 3 ultra resilia valve was deployed at 80:20 aortic/ventricular position with 2 ml less contrast solution than nominal volume, as intended. After valve was implanted, transesophageal echocardiography (tee) showed mild paravalvular leak (pvl). Post-dilation was performed with the same contrast solution volume as valve deployment. However, the balloon slightly slipped to the ascending aorta side and thus the balloon was immediately deflated. The pvl remained unchanged. Post-dilation was performed again. After post-dilation, while the device was withdrawn, significant central leak was noted. Central leak was observed while the guidewire was passed through the valve, but even after the guidewire was removed, the central leak continued to be observed. The central leak was apparently observed from one valve leaflet on the side of native right coronary cusp (rcc). The blood pressure was low, but it was under control. Therefore, a pigtail wire was moved to improve but there was no change in valve leaflet motion. A stuck valve leaflets was considered to be the cause. A valve in valve was performed with another 23 mm sapien 3 ultra resilia valve. The second valve was deployed with 1 ml less contrast solution than nominal volume. After the valve in valve, vital signs were favorable and no pvl was observed. The patient was extubated and left the operating room.

Manufacturer narrative:
Correction to h6; component code, clinical code, type of investigation, investigation findings, investigation conclusion. The 23mm sapien 3 ultra resilia valve was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided that showed that the native annular area was within the recommendation range size of 23mm. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The following instructions for use (IFU) were reviewed: commander delivery system with s3ur, device preparation training manual and the procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for central regurgitation and leaflet motion restricted were unable to be confirmed. A review of DHR did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. As reported, "post-dilation was performed with the same contrast solution volume as valve deployment. However, the balloon slightly slipped to the ascending aorta side and thus the balloon was immediately deflated. The pvl remained unchanged. Post-dilation was performed again. After post-dilation, while the device was withdrawn, significant central leak was noted." Multiple post-dilations were attempted, and the central regurgitation was observed after the second post-dilation. Per the training manual, the post-dilation can improve the paravalvular leak and valve shape; however, it can have a risk to over-expand and restrict the leaflet motion, resulting in central regurgitation. In this case, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment nor corrective or preventative actions are required at this time.